Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motion sensor test failure . The customer¿s blood glucose was unknown. The pump error was clear but pump did not able to complete rewind. Troubleshoot was performed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motion sensor test failure alarm.